Event description:
A report received alleging that it was difficult to pass a competitors suction catheter thru the tracheal tube immediately upon use. No adverse effects to patient reported.

Manufacturer narrative:
Device evaluation: one used tracheal tube was received for evaluation. Visual inspection of the tube observed no kinks anywhere along the length of the tube. The tube's internal and external diameters were measured at three different sections of the tube; 2 sections measurement met were found to be slightly out of specifications. The internal and external diameter of the tube was found to be on average 108 microns below minimum specification. The lot number was unknown, however, past process improvements have optimized manufacturing procedures to eliminate process variability which could have led to the under specification condition.